Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the insulin pump had air bubble. Assistance was provided in removing the air bubble. Customer needed assistance with changing settings for filling the cannula and for maximum bolus on the new insulin pump. Customer reported low blood glucose, customer infused twice and sensitivity was 19 mg/dl and current blood glucose was 159 mg/dl. Advised the customer that would be too far down and he needed to eat or drink juice. Customer will contact health care provider for advice. No further assistance provided.